Manufacturer narrative:
No conclusions can be made at this time as to the cause of the reported problem experienced. The subject product sample was discarded after attempted use and was not returned for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for the subject lot of 234 units manufactured in january of 2017. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device was not returned.

Event description:
It was reported by the user facility that the avitene hemostat did not come out powdery as was anticipated, but instead "like a block of cement". The avitene applied would not integrate properly and did not reduce the blood flow. Another hemostat, arista was applied to the site and worked appropriately. There was no patient injury that presented as a result of the reported problem with the avitene.